Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a laceration at the ins site. The patient's ins was repositioned into a new left abdominal pouch. The etiology was stated to be possibly related to the device/therapy and not related to the implant procedure. The event required in-patient hospitalization. The event was resolved without sequela on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received. It was clarified that the laceration was wound dehiscence/erosion.